Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was trying to use the patient programmer (pp) to adjust the ins, but the pp wouldn't allow the patient to adjust, because of the por message. Patient stated that he wanted to know why the por message was appearing on his pp. The meaning of por was reviewed, therapy had turned off and reset to shipping parameters. Patient reported he was trying to connect to pp with the ins when he saw the por message. Patient initially stated that it was over the last few days that he first saw the por message, and then reported that it was 4 days ago that he first saw the por. Patient also reported that he did not feel stimulation currently. Patient later reported it was normal for him not to feel stim because it was normal for him not to feel stim because he cannot feel a bunch of anything from belly button down. Por was reviewed with the patient and patient was redirected to hcp to check ins to know exact cause of por. No further symptoms or complications reported/anticipated.